Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture.

Manufacturer narrative:
Visual examination of sliding core confirms implant was fractured. Location and pattern of implant wear indicates edge loading and malalignment. The malalignment is most likely the cause of the implant fracture. Patient's pre and post-op films indicate improper alignment of components. There were no deviations reported in the DHR for par no. 400-142, lot no. 0524159. All released parts were within specification.